Manufacturer narrative:
Inspection of the device found corrosion on several internal components, including the pcb assembly, the commutator cap, the top ratchet retainer pin, the mechanism rail, the chassis, the bottom battery and the top battery. The pod was attached to external power supply in order to retrieve the download data, as all three batteries had low voltages. Inspection of the download data confirmed that an 0x40 alarm was generated by the pod during operation, indicating rotational sensor maximum open count exceeded. No timeouts or drive stalls were seen in the download data. The hazard alarm was generated due to fluid on the commutator cap which prevented the rotational sensor from transitioning from a closed state to an open state. Inspection of the fluid path found a tear in the unexposed portion of the soft cannula which resulted in fluid leaking inside the device, internal corrosion, low battery voltages, and the 0x40 hazard alarm. It could not be determined if the internal leak contributed to the reported communication error. The cause of the reported communication error could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose level rose to above 250 mg/dl while wearing the pod between 4 and 24 hours. Investigation of the pod found a tear in the cannula. The device was originally reported for a communication alarm.

Manufacturer narrative:
The observed internal cannula tear is related to action #98586. Inspection of the device found corrosion on several internal components, including the pcb assembly, the commutator cap, the top ratchet retainer pin, the mechanism rail, the chassis, the bottom battery and the top battery. The pod was attached to external power supply in order to retrieve the download data, as all three batteries had low voltages. Inspection of the download data confirmed that an 0x40 alarm was generated by the pod during operation, indicating rotational sensor maximum open count exceeded. No timeouts or drive stalls were seen in the download data. The hazard alarm was generated due to fluid on the commutator cap which prevented the rotational sensor from transitioning from a closed state to an open state. Inspection of the fluid path found a tear in the unexposed portion of the soft cannula which resulted in fluid leaking inside the device, internal corrosion, low battery voltages, and the 0x40 hazard alarm. It could not be determined if the internal leak contributed to the reported communication error. The cause of the reported communication error could not be determined.